Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were going to be implanted on (B)(6), but they opened the patient up and were not sure if it would work. The patient noted that on (B)(6) they had a ministroke and went to rehab for 2 weeks. The patient stated that they had no idea if it was related to the surgery on the (B)(6). The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected. On (B)(6) 2017 lfc (hcp): additional information was received from a hcp. The hcp reported that on (B)(6) 2017 the patient underwent implantation of a left-sided quadripolar 3rd sacral foraminal sacral nerve stimulator lead under fluoroscopic guidance. The patient was discharged home the same day in stable condition and it was indicated that it was assumed that there was satisfactory improvement from the therapy. The hcp noted that they were planning on placing the stimulator in approximately two weeks. The procedure narrative for the (B)(6) procedure was that the patient was carefully positioned in the supine position and a sterile prep and drape were undertaken from the middle of the back to the upper thighs and laterally extending down to the operating room table. The perineum was also sterilely prepped and draped. Under fluoroscopic guidance, using local anesthesia with solution of 0.5% xylocaine, 0.25x marcaine, and 1:400,000 units of epinephrine for a total of 40 cc along with some sedation. Test needles were placed in lin both the right and left third sacral foramina. A superior response was achieved on the left side and accordingly the quadripolar lead was placed on that side using the seldinger technique. Good sensory and motor responses were noted with stimulation ranging from 1-1.5 volts in each of the 4 leads on that side. Fluoroscopic guidance confirmed excellent placement with the typical hockey stick configuration at the s3 level. Permanent radiographic images were taken in the ap and lateral position after which an incision was made to create a pocket in the left lateral aspect and the lead was tunneled into the pocket and assembled to the temporary connector, which was then in turn re-tunneled to a left superior position in the pocket. After copious antibiotic irrigation of all wounds, wounds were closed in layers and covered by dressings. The patient was then discharged to room in stable condition without evidence of suffering any apparent operative complications. The post-operative diagnosis was the same, the estimated blood loss was negligible, and there were no specimens. It was indicated that the patient, their friend, and the patient¿s sister were called. They were let know that the hcp was aware of the stroke but that the surgery should still continue friday for stage 2 implant because they could not leave the wire. It was indicated that the patient seemed to be having a good response and that they would continue the plavix through surgery. It was indicated that the patient would be called the day prior to make sure that transportation was arranged. The procedure narrative for the (B)(6) procedure was that the patient was carefully positioned in the prone position and after adequate sedation was administered, the lower back, buttocks, perineum, and anal area were prepped and draped in the usual sterile manner. The incision overlaying the left-sided temporary connector was re-incised and the temporary connector was removed from the electrode lead. After copious irrigation and verification meticulous hemostasis, the lead was placed into the stimulator and a single screw was appropriately tightened. After copious antibiotic irrigation, the pocket was closed in layers with vicryl suture and covered by a dry dressing. Intraoperative programming was then undertaken. The patient was then discharged to the recovery room in stable condition without evidence of suffering any apparent operative complications. The post-operative diagnosis was the same, the estimated blood loss was negligible, and there were no specimens. No further complications were reported or were expected.